Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, the patient presented with a type 1b endoleak of the left common iliac artery. An intervention was completed. The physician elected to implant an ovation limb extender to resolve this event. The patient tolerated procedure well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported type ib endoleak of the left common iliac artery was unconfirmed. The clinical assessment determined that there was evidence to reasonably suggest sac growth of 13mm occurred that was not included in the event as reported. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The sac growth was discovered on (B)(6) 2020 during review of the 44-month post index CT report. The final patient status was discharged from inpatient rehabilitation on (B)(6) 2020 for generalized weakness following a secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: device code: remove code 3233. H6: conclusion code: remove code 11. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, the patient presented with a type 1b endoleak of the left common iliac artery. An intervention was completed. The physician elected to implant an ovation limb extender to resolve this event. The patient tolerated procedure well. Updated information: the clinical assessment determined that there was evidence to reasonably suggest sac growth of 13mm occurred that was not included in the event as reported.